Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing much lower insulin estimate than caller believed was in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer confirmed correct cartridge handling steps, reloaded same cartridge with support from technical support, delivered disconnected test bolus as instructed, and afterward insulin estimate difference was within acceptable range, so issue was considered resolved.